Event description:
In 2008, it was reported to boston scientific corporation that a physician was performing a biliary stenting procedure in 2008. (Patient weight unknown). According to the complainant, when the stent was delivered to the biliary position and the handle was pulled to release the stent. The gray catheter was pulled until the blue mark appeared but the stent would not release and therefore, could not be placed. The physician withdrew the device from patient and completed the procedure with another flexima biliary stent system. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."

Manufacturer narrative:
A visual examination reveled the guide catheter was stretched upon return. A visual evaluation found that the stent had no visual defects. The push catheter was found to be wavy in appearance. The guide catheter was torn in two pieces. The proximal remnant of the guide catheter was stretched and kinked. The distal remnant of the guide catheter was severely stretched near the break. The distal remnant of the guide catheter was also kinked. Unable to determine the cause of the event.